Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it was discarded. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that via a clinical trial that this 25mm valve was explanted from a (B)(6) patient after an implant duration of 3 years due to unknown reason. A non-edwards valve was implanted in replacement. As reported, this patient was hospitalized due to neoplasm on his aortic valve. After the procedure the patient was noted "as" to be discharged.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Updated (serial #, expiration date). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.